Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(4)) and previously reported to the FDA was not a valid serial number. Therefore, serial number was updated to unk. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle precision pro meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on returned meter. Meter powered on upon button depression and upon docking. Meter successfully powered on and performed meter power up/self-test sequence with no issues observed. The strip port module of returned meter was opened and contamination was observed on the strip port module. Control solution testing has been performed and all results were within range specification. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial number was not provided for the strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. The useful life of freestyle precision pro meters is 5 years. As the manufacturing year of this product is 2013, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.